Event description:
It was reported that there was a minicap with a dry sponge. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). Additional information: device manufacture date - 11/04/2014-11/11/2014. The actual device and companion sample were received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed on the companion and actual sample with no issues noted. Functional testing was not performed on the actual sample due to the sample being returned opened. Functional testing was performed on the companion minicap sample with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.